Event description:
The customer reported that cell #2 of biotestcell 1&2 yielded false positive antibody screening test results in solidscreen ii on tango. This problem occurred during testing on our stated day of event, (B)(6) but has also happened occasionally during other dates that the customer was not able to specify. One patient sample that had caused false positive test results was sent to us for quality control and the supposedly defective product was returned, too. The patient sample looked discolored and was tested with the supposedly defective product biotestcell 1&2 by our quality control laboratory. The patient sample reacted negatively. Furthermore our quality control laboratory also tested the retained sample of biotestcell 1&2 with different donor samples and positive and negative controls. One donor sample also yielded a positive reaction with cell #2. Because the customer's complaint could be confirmed, a risk analysis was performed. The result of this risk analysis showed that there is no risk for users of biotestcell 1&2: biotestcell 1&2 is used for the antibody screening of unexpected antibodies. In case of a positive antibody screening test, further confirmation tests have to be performed to clarify any discrepant results. A transfusion will only be performed after clarification. Because of the confirmed complaint, further actions (deviation) were initiated.

Manufacturer narrative:
This is our combined initial and final report on this incident.